Manufacturer narrative:
Initial 2 of 4 based on the available information, this event is deemed to be a reportable complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced adhesive issues with four infusion sets where infusion set patch did not stick to skin upon insertion event on (B)(6) 2026.